Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was to receive the scs system on (B)(6) 2011. It was reported a low battery message was observed when testing the ipg prior to the surgery. A new ipg was used to successfully complete the procedure.